Event description:
It was reported that the patient experienced inadequate pain coverage due to lead migration and therefore, underwent a procedure where two leads were replaced. The patient was doing well postoperatively and had stimulation coverage of their pain. The leads were replaced per physician preference and were not returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Lot: 7072040.